Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the proper loading technique and assisted in an attempt to resolve the issue by loading a new cartridge. However, the alarm recurred, and a replacement pump was arranged. The customer switched to mdi backup therapy, understood how to put the pump into storage mode, and agreed to return the problematic pump within ten days using a prepaid label.